Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in-clinic. EKG showed far-p oversensing and a history of noise on the atrial channel. Noise was not reproducible in clinic. Programming changes were made.